Event description:
The caller reported that the insulin pump has not been delivering insulin accurately. The caller felt that the insulin pump sometimes delivers too much, and other times it doesn't deliver enough insulin. Today, the customer received too much insulin, and had a blood glucose of 45 mg/dl. Yesterday, the insulin pump didn't deliver enough insulin, and had a blood glucose of 320 mg/dl. The customer also reported multiple motor error alarms. Inspected the drive support cap, and found no damage. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.